Manufacturer narrative:
The customer indicated, the use of a qualified company cartridge and company handpiece. The customer indicated, the use of a viscoelastic, which is not qualified for company cartridge use. Information was provided, that the multifocal, lens 17.5 diopter (add power +2.2/+3.2), lens was replaced with an non- company, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided, that the patient is diabetic. It was reported, that the patient is stable. And the surgeon's prognosis is the outcome looks good. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure the patient experienced visual halos. The iol was exchanged in a secondary procedure approximately 4 months following the initial procedure. Additional information was requested, received and reported that the surgeons prognosis was good with improved ou.